Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was unable to be interrogated via telemetry. The battery voltage was too low to support device operations or retain device data, and therefore it was unable to be confirmed if brady therapy remained available while implanted. The device case was opened, and the battery was removed and forwarded for detailed testing. It was determined that the battery was depleted, and no battery-related failures were found. The hybrid circuit was attached to an external power source; the current drain of the hybrid circuit was normal. Despite extensive testing, laboratory analysis (including detailed battery analysis) was unable to identify a battery-related or component-related root cause for the device's reversion to safety mode.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode and was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode and was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.